Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) device declared end-of-life (eol) and a pulse generator fault code following exposure to magnetic resonance imaging (MRI). Following the MRI, two manual capacitor reformations were performed, and the device returned to beginning-of-life (bol) battery status. One month later, guidant received additional information that the device was unable to elicit tones with the application of a magnet.